Event description:
It was reported that the battery drill device was" making loud grinding noise" and "overheating". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as sep 25, 2007. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the coupling head was damaged and the device failed the cannulation test. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: additional information: during follow-up with the reporter, additional information was received. The reporter clarified that event occurred during an unspecified surgical procedure. There was patient involvement. There were no delays to the planned surgical procedure as the user was able to successfully complete the procedure with the actual device. There were no reports of injuries, medical intervention or prolonged hospitalization.